Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10861. It was reported that the patient experienced extreme bradycardia and inappropriate shocks and presented in the emergency department. Upon interrogation, it was determined that the right ventricular lead was dislodged and was sensing the patient's atrial fibrillation, which resulted in inappropriate shocks. The lead was explanted and replaced. During the procedure, the physician noted that the device had migrated since original implant and sutured the device to the pocket to prevent future migration. The patient was in stable condition.